Event description:
It was reported that a power source alert occurred. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, requiring no further assistance.